Event description:
On april 24, 2007, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter had segments missing from the characters on the display. On april 26, 2007, the customer svc rep spoke with the pt to obtain and verify info. For a few days, the pt had noted there were segments missing from the characters on the display of the reported meter. In 2007, at 7:30 pm, the pt obtained a pre-dinner blood glucose reading using the reported meter, specific result unk. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. The pt then took his sliding scale dose of 18 units novomix 30 insulin and ate dinner. At 9:30 pm, the pt experienced the symptoms of shaking and fatigue. The pt did not test his blood glucose level while symptomatic. The pt administered self-care by consuming cake and felt better afterwards. He did not seek medical attn. The pt takes novomix 30 insulin 16 units in the morning and at lunchtime, and 18 units at dinner. The pt will reduce the dinnertime dose to 16 units insulin if his meter reading is less than 80 mg/dl. The pt tests his blood glucose level three times per day before meals. He did not have a backup meter. The meter and test strips were replaced. The pt allegedly administered his insulin dose based on the meter readings with segments missing, and soon afterwards experienced symptoms suggesting hypoglycemia. The pt treated himself with food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.